Manufacturer narrative:
At this time, no conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the ventralight st mesh may have caused or contributed to the events as alleged. As reported multiple imaging tests were performed and as reported all found no obstruction or hernia recurrence. The allegation of migration, folding and erosion are all speculative and have not been confirmed by diagnostic testing or surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of event is an estimate as an exact date was not provided. Should additional information be obtained, a supplemental emdr will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that the patient was diagnosed with an incisional hernia s/p colon resection for colorectal cancer. As reported on (B)(6) 2016 the patient underwent an umbilical hernia repair with the implant of a davol ventralight st mesh. As alleged, about one month later in (B)(6) 2016 the patient developed a mid section protrusion about 3-4 inches out and experienced pain. The patient had four (4) CT scans performed of her abdomen and all found no obstruction or hernia recurrence. As reported the patient is currently experiencing chronic abdominal pain in the area of the mesh. Doctors have informed her that she is not a candidate for a revision procedure due to her age and medical/surgical history. The contact reports that the doctors suspect migration of the mesh, possible folding and/or erosion. As alleged, the patient is no longer able to work.